Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received any suspect components from the customer for evaluation. (B)(4).

Event description:
The customer reported high volumes on the vela ventilator. The customer has not stated if they assessed if it was the delivered tidal volumes from the ventilator or if the inaccuracy was from the monitored volumes. The customer reported that they do not have any information that the device was involved with a patient.